Manufacturer narrative:
If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that when they attempted to take their blood pressure with the livongo blood pressure monitor, the cuff would not stop inflating. The cuff would squeeze the patients arm and cut off their circulation, causing the arm to turn purple. (B)(4).